Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 828-083, 510k# k880215 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pedicle subtraction osteotomy (pso) at t8-il due to kyphosis. Post-op, rod in both sides of l5/s were broken. Hence, a revision surgery was performed in which the broken rods were replaced and 4 rods were added. The revision surgery was finished without problem and the patient's issue was resolved.